Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: on investigation, the pump demonstrated normal operation of the audio tone function of the pump. Review of the pump¿s audio settings revealed all audio settings were set to ¿high¿ with the exception of the temporary basal, which was set to ¿off.¿ the pump was opened for investigation and did not reveal any evidence of damage defect or contamination of the audio tone unit. Investigation did not duplicate the alleged ¿no sounds¿ issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a audio tone/vibration (no sounds) issue; the vibratory function was reported to be working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.